Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported, during the laser portion of laser assisted cataract surgery the patient was moving and required instruction to be still multiple times. Once in the operating room it was noted that the secondary incision was under the arcuate and at the end of the case he was having trouble sealing what he thought was the secondary incision. He then noted that the arcuate was leaking and placed a suture to close the arcuate incision. The surgeon expects the patient to do well post-operatively.

Manufacturer narrative:
Due to the lack of ocular and medical history on this patient, the root cause of the reported event cannot be determined conclusively and the system is not attributed to the cause of the event. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).